Event description:
A caretaker of a peritoneal dialysis (pd) patient reported that the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The caretaker contacted the dialysis clinic on (B)(6) 2022 with reports of the patient having a poor appetite. The caretaker denied fever, abdominal pain, and cloudy pd fluid. On (B)(6) 2022, the caretaker contacted the clinic again and stated the patient had severe abdominal pain and had fainted from the pain. The pdrn advised the caretaker to bring the patient to the clinic; however, 911 had been initiated and the patient was transported to the hospital. The caretaker also mentioned that the pd effluent was now cloudy with sediment. At the hospital the patient was admitted with a diagnosis of peritonitis. Pd cultures were obtained. The culture resulted positive for gram-negative bacilli (unspecified) and the white cell count was 662. The patient¿s antibiotic therapy is unknown. The patient is still hospitalized and is still experiencing severe abdominal pain for which morphine was prescribed. The cause of the peritonitis has not been confirmed; however, the pdrn did report the patient experienced three cassette leaks prior to the initiation of treatment on (B)(6) 2022. The patient was not connected for treatment at the time the cassette leaks occurred. No further information was provided.